Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the pain and implant hitting a nerve was that she has degenerative disc disease and had to get her spine fused. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the ins was removed because it was hurting her butt, legs and back. The patient reported that she thought it was hitting a nerve. No further complications were reported.